Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for post dilation. However, it was noted that there was blood backflow in the pressure pump. When the device was removed from the patient's body, the delivery shaft fractured. No patient complications were reported and the patient's status was stable.